Manufacturer narrative:
One device received, functional testing completed device under infused, however device performed within specification. Visual test revealed damaged(detached) downstream occlusion seal. Seal replaced, device passed functional and occlusion test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the did not dose correctly and that half of the pump's output did not go through and that the pump did not alarm. There was unknown patient involvement.